Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10265. The patient received two trial scs leads (from different lots) on (B)(6) 2011. It was reported a wet tap occurred during the procedure. The physician performed a blood patch to resolve the issue. The patient did not report any signs or symptoms related to the event. According to the manufacturer's device registration records, the patient had a permanent scs system implanted on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.